Event description:
Patient passed away [death]. Case (B)(4) is a serious spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a patient (no patient identifiers) who patient passed away during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg, unknown dose and frequency, for osteoarthritis from an unknown start date to an unknown stop date. The patient's sister reported that the patient passed away on (B)(6) 2021. Cause of death was not provided. It was unknown if an autopsy was performed. No further information was provided. Action taken with euflexxa was not applicable. At the time of reporting, the outcome of patient passed away was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comments: important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication as well as the details relating to the death of the patient preventing a proper medical assessment. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related. Other case numbers: internal #: others = mw5104349. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.